Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had some sets that did not work. Customer stated that about 4 out of 5 sets did not work. Customer had a no delivery alarm. Customer reported that they are unable to troubleshoot at the time of the call because it was a past event. Customer stated that this happened 2 nights ago. Customer does not want to return the set or reservoir for analysis. Customer does not know how he fixed it. Infusion sets will be replaced. No additional info provided.